Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's blood glucose was initially 372 mg/dl but increased to 527 mg/dl. The customer was treated with a manual insulin injection. The caller stated that they bloused into the air but no insulin came out. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.